Event description:
Customer's mother reported her son's insulin pump has a crack on it. Customer's blood glucose is currently 277 mg/dl, after being at 500 mg/dl this morning. Customer declined troubleshooting for high blood glucose. Customer is currently playing and seems normal. The crack is on the reservoir compartment to directly under the esc button. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corners and reservoir tube. The insulin pump was received with minor scratches on the display window.